Event description:
A drill bit broke off into a patient's bone while physician was drilling. The doctor elected to leave drill bit in bone. He does not anticipate further issue. This was discussed with the patient that it will not cause pain or infection. Patient agrees with plan. Biomed was able to retrieve the other part of the drill bit from the or.